Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11 no technical inquiries were received from the customer. One opened probe, with tip protector, in a tray was received for the report. The sample was visually inspected and found to be nonconforming as the reported flattened area was adhesive on the body needle. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. The photo shows a probe with a red circle around the middle of the body needle showing a deformed needle. Reported issue is confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, caused by excessive adhesives on the body needle. A nonconformance record has been opened to trend the defect of excessive adhesive on the body needle. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that while the surgeon performed the vitrectomy and retinal repositioning surgery in the left eye of the patient, the probe became lodged halfway in the trocar cannula and could not advance further and it was found that the middle portion of the probe was flattened. A new product was used as a replacement, after which the procedure proceeded normally. There was a delay for some time with no other abnormalities. The patient returned smoothly to the ward after completing the surgery and there was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).